Manufacturer narrative:
Eval is in progress, but not yet concluded. The user facility biomed stated that the unit may not have been charged properly. The field svc rep (fsr) noted that batteries are to be changed every two years. The last record batteries were changed was in (B)(4) 2011. The batteries should have been replaced in (B)(4) 2013. Batteries voltage measured 25vdc total for both, but would not work when a load was applied. The fsr replaced batteries and performed preventive maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist noticed the green charing light was not illuminated. When the machine was unplugged, it did not go on battery. As a result, an alternate system was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.